Event description:
Covered two cuts with band-aid brand water block plus clear, assorted sizes 30's when I went kayaking. Two days later, I have a solid raised red area around the cuts in the shape of the band-aid. It is extremely painful. Have not yet gotten medical attention; however, I will be asking a doctor later today about it. This is not his specialty. I will just get his opinion as to whether to get further medical treatment. I also note on the (B)(6) website ((B)(6)) of the 16 reviews left, 11 of them experienced the same or a similar problem. Wish I had seen these before I used the product. I took pictures of the cuts after using the product. Tell me where to send them. Would like to know what it is made of so I can avoid other products made with the same material.